Manufacturer narrative:
Sezin eda karsli. Prioritizing vaginal hysterectomy: a stepped algorithm with vnotes support for benign indications. 2026. 10.3389/f med.2026.1771932 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature, a prospective study evaluated 165 patients who underwent vaginal hysterectomy for benign indications between (B)(6) 2023 and (B)(6) 2025. Device was used for dissection, transection of ligaments and transection of the vascular pedicle. Complications included uncontrollable bleeding/hemorrhage control in eight patients requiring conversion to laparoscopy, laparotomy or a transition to a modified procedure. Prioritizing vaginal hysterectomy: a stepped algorithm with vnotes support for benign indications; sezin eda karsli; frontiers in medicine; 2026.